Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that that the stylus of the programmer was having trouble with positional accuracy as the stylus would not stay calibrated. Reseated cable between xy board and overlay and calibrated stylus. It was noted that the programmer failed thermal sensor seven at functional test, replaced power supply. Reconfigured hard drive, reloaded, and updated software. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer was having trouble with positional accuracy. It was noted that the stylus configuration was run multiple times however significant drift/inaccuracy remained. The programmer was returned to service. There was no patient involvement.